Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and the device was observed to be in good condition. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4). B3: unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed a cassette error. ?no adverse patient effects were reported by the customer".